Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information was received stating that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of their pd treatment. The patient reported receiving a patient line is blocked soft alarm and pulled on the cassette pin (bending it) and fluid began leaking out of the pin. There was no fluid in or on the cycler and treatment was cancelled. The patient was advised to reset up the cycler with new supplies and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: report source should include health professional, company representative and user facility.